Event description:
Additional information received reported that the device was explanted because the patient desired an MRI study. No product issues were seen, the patient did not experience any symptoms, and no troubleshooting or interventions occurred.

Event description:
.

Manufacturer narrative:
There was no alleged deficiency against the device prior to being explanted. There was no context to provide in relation to the analysis finding. Concomitant medical products: product ID: 3093-28, lot# v807714, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4).